Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "upstream occlusion" alarm was confirmed but could not be reproduced during evaluation. Evaluation found the fluid numbers on the upstream sensor to be low due to a failed upstream sensor causing the reported symptom. The failed upstream sensor was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant upstream occlusion alarm. There was no patient involvement.